Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the analyzer was not working properly; it did not pass all incoming functional tests. The analyzer was scrapped due to lack of spare parts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pins of five cables broke upon attempts to connect to the analyzer. The analyzer has been returned for repair. There was no patient involvement.